Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient retraining on the proper aseptic technique was pending. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow up, it was reported that, seven days after the peritonitis onset the patient was treated with injection amikacin (200 mg/every 48 hours/intraperitoneal/ongoing) and injection vancomycin (1gm/ every 5days/ intraperitoneal/ ongoing) for peritonitis. It was reported that on unknown date, the patient recovered from cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.